Manufacturer narrative:
B3: event date unknown one device was returned for evaluation. Visual inspection revealed a cracked top case, bottom case, and both plunger cases. Event history logs confirmed ¿base hardware failure¿ occurred. Functional testing was able to replicate the reported issue; ¿base hardware failure¿ error was found at power up. The root cause was determined to be a combination of the interconnect pcb and main pcb not operating as intended. The interconnect pcb and main pcb were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a base hardware malfunction. It is unknown if there was patient involvement, no adverse patient effects were reported.